Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 7.0-7.3cm and 7.2-7.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.3-10.5cm, 11.8-14.0cm, and 15.9-22.2cm from the distal tip. Internal insulation abrasion was noted at 36.7-37.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed during a scheduled generator replacement procedure. The electrical function of the lead was normal and no anomalies were detected. The lead was explanted without any complications.